Manufacturer narrative:
The explorer to implant was not returned for investigation as it remains in-situ. However, the implant collapse was confirmed via the provided x-rays. No lot information was provided. Review of labeling: possible adverse events. Bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2022 a patient underwent spinal surgery consisting of seaspine's explorer to system. At the four-month post-op visit, it was identified that the expandable implant had collapsed. Seaspine was made aware of this event on (B)(6) 2022. There are no plans for revision or removal currently. No further information has been provided about the patient's condition.